Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and then would not power back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device activity log and device check logs found no evidence of the report. There are no indications of device reboots or faults that would indicate the device suddenly shut down. The device was recertified and returned to the customer. The zoll r series device is intended for use in the electromagnetic environment, however, without a better understanding of the alleged magnetic field interference with the device during the event date and time, we cannot confidently comment on the circumstances. Recommend user to review electromagnetic environment specification per r-series operator guide. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.